Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2016 it was reported that the patient had complained of leg pain for the past several months. No diagnostics or troubleshooting was done. On (B)(6) 2016 the old catheter was removed and a new catheter was placed after which the patient reported immediate relief of the leg pain to the physician. The issue was resolved. The patient status was reported as "alive - no injury". Additional information was received which indicated that the cause of the leg pain was thought perhaps to be that the catheter was in contact with a nerve. The catheter was working. They just wanted to move the location and replace it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.